Event description:
Preliminary report - critically ill, labile pediatric patient on 3 intravenous blood pressure medications (epi, norepi and dopamine). ICU rn caring for patient reported hearing loud alarm from the alaris pump that was infusing dopamine and seeing "channel error" on pump. Dopamine stopped infusing. Md was at bedside. Epinephrine infusion was increased while dopamine infusion was transferred to new alaris pump. There was no warning of failure. Testing of alaris 8100 pump indicated upper pressure sensor failure. Carefusion was contacted and report filed. Facility and carefusion are working in collaboration to examine this sudden loss of function and if this can be predicted.